Event description:
Carefusion clinical practice consultant received a vague from the nurses during a customer site visit that the valve on the maxplus positive pressure connector is sticking down, leaking, and then popping back and splashing chemo. It was reported that the nurses have to put a 4x4 under the valve to prevent getting fluid splashed on the pt. No pt harm reported and no medical intervention required. The connector has been sent to clinical engineering. Clinical engineering will not provide into regarding the event and he will not send in the maxplus connector for an investigation.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leaking of the maxplus valve sticking down and leaking. The connector has been sent to clinical engineering. Clinical engineering states he will not sent the maxplus connector in for investigation.